Event description:
The customer received questionable creatinine plus ver.2 results and stated they had "18 pages of corrected results" for "approximately 180 samples." They believed the problem was related to the sample clean bottles being put in the incorrect location, but correcting this did not resolve the issue. They then replaced the sample probe. Data was only provided for two patient samples. Sample 1 initial result was 1.5 mg/dl and the repeat result was 0.8 mg/dl. Sample 2 initial 1.6 mg/dl and the repeat result was 0.9 mg/dl. All of the initial results were reported outside the laboratory. The samples were repeated on a different module and the corrected results were sent. There was no adverse event. The creatinine reagent lot number was 60497401 with an expiration date of 07/31/2015. The field service representative found there was a possible operator error, the water supply line was kinked, and there was a damaged detergent line. He replaced the detergent tubing and repositioned the water supply line. He realigned both sample probes and performed mechanical checks. He communicated with the customer to be careful while replacing their detergent solutions to avoid any damages in the future. The customer verified the controls in accordance with specified ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.